Event description:
It was reported that the knee was unstable put a thicker insert in 19mm.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 525 13mm ps insert. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.